Manufacturer narrative:
Actual event date is unknown. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the distal part of the glass cap was detached and not returned. Known inherent risk of device is likely the cause for the observed glass cap detachment. It is probable that cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. In addition, the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of metal cap. The outer flow tubing open end exhibits minor scratch marks. Due to the observed glass cap circumferential fracture on the distal side, the potential for forward firing may exist. Based on the observed circumferential fracture at distal side finding, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the major cause resulting in the observed circumferential fracture.

Event description:
It was reported that the fiber tip broke down. The procedure was completed with a second fiber. There were no complications to the patient due to this event.

Manufacturer narrative:
Actual event date is unknown.

Event description:
It was reported that the fiber tip broke down. The procedure was completed with a second fiber. There were no complications to the patient due to this event.